Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The following information was requested, but unavailable: can you provide the product code / lot number? What is the facility name? For what date has the band been scheduled for removal? Do you wish to return the band for investigation?

Event description:
It was reported that the patient had a band placed (B)(6) 2009. The patient had been experiencing dysphagia and heartburn. The patient had an evaluation with the surgeon on (B)(6) 2015. The patient had an upper gi procedure on (B)(6) 2015. The patient also had an x-ray. The patient had a follow up visit with the surgeon to review the test results which showed the band had slipped. The surgeon plans to remove the band. No date has been selected for this procedure.